Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient experienced intermittent stimulation with certain scs program settings. The stimulation stopped unexpectedly when the patient was laying still and the stimulation could not be turned back on using the same program setting. The patient had to switch to another program to turn on the stimulation. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.